Event description:
It was reported that a malfunction occurred with the pump after the customer went skiing in a cold climate. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction reoccurred, and they acknowledged this guidance.